Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 3-5x daily. The patient manages his diabetes with metformin pills (1000 mg 2x daily) and insulin through pump therapy (type not specified). The alleged issue began on the evening of (B)(6) 2012. The patient reported obtaining blood glucose results of "350 and 375 mg/dl" with the subject meter. Based on the alleged result, the patient reportedly increased his usual dose of insulin (amount not specified). At 3am the following morning, the patient claims he felt symptoms of sweaty, blurred vision, shakiness, and tongue numb. The patient drank 4 glasses of orange juice (8 ounces each) and felt better about 10 minutes later. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.